Event description:
It was reported that the compressor did not turn on. There was no patient harm. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
A compressor mini was reported not starting. A distributor service engineer investigated the compressor on site and found the transformer to be faulty. After replacement of the transformer the compressor was returned to working condition. The faulty transformer was not returned for further investigation. The reported issue has been investigated by the manufacturer, the root cause was traced to the manufacturing process. It was concluded that the transformer thermal fuses were disconnected due to the damage of the epoxy sealant near the lead exit point. The transformer is fitted with two 115 °c non-re-settable thermal over-temp fuses, one in each winding. Corrective actions to correct the verified issue was implemented during week 51, 2019. As the faulty transformer was not sent back, the root cause could not be verified. H3 other text : 4114.